Event description:
Plaintiff alleges suffering from a latex related illness and injury and sustained the following injuries, respiratory problems, anaphylactic reactions, related mental and emotional distress and will suffer substanial loss of earnings and earning capacity. Plaintiffs husband, alleges loss of consortium of his wife.